Event description:
The user received questionable ion selective electrode (ise) results for over 300 patient samples beginning on (B)(6) 2011 that were discovered when a patient comparison between analyzers was not acceptable. The user stated the results were an average of 7 to 8 mmol/l different from initial to repeat result. The user recalibrated the ise assays and repeated testing on the same analyzer. Of the data provided, the sodium results for four patient samples were discrepant. Patient sample 1 initial result was 129 mmol/l and the repeat result was 137 mmol/l. Patient sample 2 was from a female patient born on (B)(6), age (B)(6). The initial result was 129 mmol/l and the repeat result was 138 mmol/l. Patient sample 3 was from a male patient born on (B)(6), age (B)(6). The initial result was 133 mmol/l and the repeat result was 141 mmol/l. Patient sample 4 was from a female patient born on (B)(6), age (B)(6). The initial result was 127 mmol/l and the repeat result was 134 mmol/l. All of the initial results were reported outside the laboratory. The customer stated it was their understanding that no patients were treated or harmed in any way based on the discrepant result reported. No patients were adversely affected. The sodium electrode lot number was not provided. The user refused a service visit and stated the analyzer was running fine and there had been no reoccurrence of the issue.

Manufacturer narrative:
Calibration data provided by the customer for investigation indicated a customer handling error. The data indicates the low and high calibrator standards were reused. This could not be verified because the exact measurement time of the results was unknown. A specific root cause could not be determined.